Event description:
It was reported that during a donor nephrectomy procedure, the device fired at a slant and the clips did not hold; they were malformed. Another like device was used to complete the procedure. There was no patient consequence.